Manufacturer narrative:
Review of images: cell#/well#: 1 / c2, rx strength: 9 (0), donor cell #: (B)(6), typing: k=k+, visual interp: visually negative well; 2 / d2, 20 (?), (B)(6), k+k+, slight red cell adherence. Repeat testing: cell#/well#: 1 / g1, rx strength: 10 (0), donor cell #: (B)(6), typing: k=k+, visual interp: visually negative well; 2 / h1, 15 (0) , (B)(6), k+k+, visually negative well, slight pink background but not enough to call positive. Confirmed of the reactivity of the k antigen on retention crrs (I and ii), lot x304 with anti-k. Tested returned patient sample with retention crrs (I and ii), lot x304 on in-house galileo. In-house galileo reported negative results. The event appears to be related to the nature of the sample.

Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready screen I and ii (crrs I and ii). The sample displayed negative and equivocal results on cell 1 and 2 respectively. The 2 cell screen was repeated and was negative for both cells. The customer indicated cell 2 on the second screen was visually examined was appeared positive. No adverse event occurred as a result of the negative reactivity.